Event description:
It was reported that it was difficult to interrogate this pacemaker using radio frequency telemetry as well as with the wand. Finally, the device was able to be interrogated and the device exhibited a message indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) recommended device replacement. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated. Additional information has been requested from the field. If additional information is received, this report will be updated.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that it was difficult to interrogate this pacemaker using radio frequency telemetry as well as with the wand. Finally, the device was able to be interrogated and the device exhibited a message indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) recommended device replacement. No adverse patient effects were reported. The device remains in service.